Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/26/2018. Device returned to manufacturer? Yes. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. Device evaluation: the returned sample was received with its original packaging. The lot number is confirmed as 60107008. A visual inspection of the device revealed no obvious damage to the components and all parts were assembled correctly. Suction and dimensional testing were performed with all results within specification. The reported suction loss issue could not be confirmed. Manufacturing record review: per manufacturing records review report provided by third-party manufacturer, no related non-conformity or deviations were issued during manufacturing the patient interface lot 60107008. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the left eye (os) during surgery. The suction ring assembly issue with intralase patient interface (pi) occurred after the patient was applanated and after laser fired. It was noted that there was procedure lost and the surgery was completed successfully by switching out the pi.